Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 12cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coil and the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed deep cuts in the insulation which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped and replaced during a normal device change out because there was noise present. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.